Event description:
It was reported that on (B)(6) 2023, an eviva procedure was going to be performed, and when the needle was assembled on the atec sapphire, the unit failed the setup test. It was troubleshot due to the canister not being completely closed to allow for the vacuum. The atec sapphire was retested and passed all tests. The eviva was inserted into the breast for biopsy, and the atec sapphire failed to collect the sample and error coded ("vacuum ready" solid red). The needle was removed from the breast and retesting was attempted but failed. The procedure was aborted and the patient rescheduled for a new procedure. No additional information available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the field engineer reseated the signal cable. Rearranged cables and air tubes. Cleaned vacuum valve inside. The device is working as per manufacture specifications. If additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.